Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A field representative reported via email that the insulin pump had buttons that did not work properly during a bolus attempt. The representative stated that, after a few minutes, the insulin pump alarmed button error, which could not be cleared. The customer's blood glucose reading was 140 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.